Event description:
It was reported that the insulin pump alarmed during a bolus, basal, or fixed prime process. The customer stated that they had called several times and tried different sets. The customer's blood glucose was 176 mg/dl. The customer did the high pressure test, which reached 3.0 units. The customer confirmed that the sites were rotated, handled the supplies correctly, and did not observe any bent/kinked cannulas.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.